Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels reached 357 mg/dl, while wearing the pod on the arm. Multiple corrections were administered using the pod but the bg levels did not decrease. The patient noted the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.